Event description:
It was reported that during a gastrectomy procedure the tissue pad of the blade charred and fell off (not into the patient). Case completed with another blade. No patient consequence.